Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation a visual inspection of the as returned product identified that the implant shows minimal signs of wear from use. The mount hex is confirmed to be fractured, and the internal drive feature of the implant is damaged and rounded. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Through the DHR review, it was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause cannot be determined. The following sections have been updated: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Patient's age is not provided / unknown. Patent's weight is not provided / unknown. Initial reporter's title and email address are not provided / unknown. Additional 510k number is k013227. Device not returned to manufacturer.

Event description:
It is reported that the fixture mount fractured and resulted in the implant (tsvwb11) becoming unusable as its internal connection got damaged. The implant had to be removed and an unplanned delay in surgery (2 hour delay) occurred. Tooth site #19.